Event description:
It was reported that the customer attempted to deliver a bolus via the wake button, and the pump registered more button presses when it was only pressed once. Customer was able to cancel th request and request the correct amount. There was no impact to customers' blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new information be received a supplemental form will be completed.